Event description:
Reporter alleged obtaining a result of 200 mg/dl on compact plus system 1 compared back to back with a result of 87 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter also alleged obtaining an estimated result of 399 mg/dl on compact plus system 1 compared back to back with a result of 167 mg/dl on compact plus system 2 when testing was performed within 10 minutes, at a separate time. Reporter also alleged that on another day, after taking 2/3 units of humalog, 5 units of humulin n, and eating, then about one hour later, he obtained a result of 130 mg/dl on compact plus system 1. Reporter stated that he was feeling fine but passed out, injuring his arm and head. Reporter stated that his wife attempted to treat him with some sort of gel but called 911 when it did not work. Reporter stated that the ambulance personnel treated him with at least 1 glucagon injection and took him to the emergency room where his arm was taped and he got stitches in his head. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that the strips are no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4). Will not be returned to manufacturer.